Manufacturer narrative:
Per user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered the value for the grams for the bolus delivery. Tandem technical support assisted the customer with the bolus delivery. There was no reported impact to customer's blood glucose.